Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced sharp pains at the implant site and might seek medical assistance in the emergency room. Boston scientific technical services consultant referred the patient to clinic for recommendations. This crtd remains in service. No adverse patient effects were reported.